Event description:
8 min after protamine given, the pt was observed throwing arms to chest and head back. Immediately lost consciousness. Chair placed in trendelenburg. Emt and dr. Called. Airway inserted. Placed in 02 and bagged, monitor showed periods of v-tach and general tachycardia. She regained consciousness and then vomited. Ns given, transferred to ER awake and alert.